Event description:
It was reported that a minimum fill notification occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus was delivered to address bg. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.